Event description:
A customer observed negatively biased qc results using tsh reagent on the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to in appropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event showed that qc results were biased both high and low. Review of datalog files revealed that system maintenance was required. An ocd field engineer determined that the sr aspirate station was not evacuating properly. The sr aspirate valve was replaced and other adjustments made. The service actions have returned the analyzer to expected operation. The root cause of the event is instrument related.